Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a dim display was found with a red character hue. All keypad button symbols worn. The up, down and ok buttons were intermittently unresponsive. The keypad was removed and contamination was present under all button contacts. The up, down and ok button contacts were misaligned. A returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.